Manufacturer narrative:
Correction: during follow up, it was clarified that the outer packaging of two (2) homechoice casssettes was damaged. There was a hole in the corner of the primary packaging. The product is sterile fluid path. The overpouch is not a sterile barrier for the fluid pathway. There is no breach in the sterile fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) of two (2) homechoice cassettes were open; further described as "open hoods on the corners". This occurred before use of the device for peritoneal dialysis therapy. The devices were not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.